Event description:
Reporter indicated that patient was scheduled for surgical consult regarding explant of the vns therapy system. When a lead is explanted, it is normally because there is a product problem, user error, or clinical adverse event. Invesgigation to date has been unable to determine the reason for explant as no response has been received to manufacturer's requests for additional information from treating epileptologist (via fax x1 via telephone x1.

Event description:
Further follow-up revealed the the vns system was explanted due to end of service. It was also reported that the pt. Is experiencing excellent seizure control with medications, therefore, does not want the vns system replaced. This MDR was inadvertently reported as there was no malfunction or serious injury.